Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for a generator change. Upon opening the pocket, it was observed the patient's right atrial lead had an insulation anomaly. The lead was capped and replaced. The patient was in stable condition.